Event description:
I had chiropractic x-rays that revealed migrated filshie clips. Explains the pain and agony I have been suffering with for at least several months now. Going to an ob/gyn to see if they can be surgically removed. Was not told there was a possibility for migration pre-surgery. Have never regretted anything more.